Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, wear abrasion and white particles in the shell. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e2, g2, h6.

Event description:
The device has been explanted.